Event description:
It was reported that during a lead revision procedure on (B)(6) 2023, infection was observed at the battery site. As a result, the entire system was explanted to address the issue. The patient was administered antibiotics.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.